Event description:
This is report 3 of 4 for (B)(4). It was reported by the sales rep in sweden that the cordcutter device was not working properly. During in-house engineering evaluation, it was determined that the edge of the device and the hub that covered the inner shaft were dull. There was procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. Investigation summary: the device was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed that the device had wear marks near the handle as usual on these types of reusable devices. The inner shaft was removed, no structural anomalies were found, however the edge of the cutter was found slightly dull. The hub that covers the inner shaft was also reviewed for any anomalies and the edge was found dull as well. When performing the functional test, a sample suture was used, it was placed on the cutting hole, and it was difficult to cut the suture. A manufacturing record evaluation was performed for the finished device lot number: 14d01, and no nonconformances were identified. According with the visual inspection and the functional test result, this complaint can be confirmed. Lot number on the device indicates this device is 8 years old. The possible root cause can be attributed to the constant use of the device, the continuous sterilization process and the age of the device. As stated on IFU 108484: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.